Manufacturer narrative:
The pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. The pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to water at the lake. The customer's blood glucose level at the time of incident was 100mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.